Event description:
The subject underwent endovascular repair of aaa using the trivascular ovation prime abdominal stent graft system on (B)(6) 2012. The routine follow-up completed on (B)(6) 2012 was uneventful. The subject returned for a re-intervention on (B)(6) 2012 to perform a thrombolysis which was successful. The control CT angiogram showed three (3) stenotic lesions; the first at the main body (aortic body) bifurcation in the right iliac leg, the second in the external iliac artery, and the third in the superficial femoral artery. These three (3) lesions were treated with balloon angioplasty. A second re-intervention was performed on (B)(6) 2013, which included placement of a palmaz stent in the main body, and treating both the iliac legs with kissing stents. It was noted that the subject had been treated in 2004 with the placement of kissing stents in the iliac vessels. This event was resolved on (B)(6) 2013, and the control CT angiogram performed on (B)(6) 2013 showed an improved result with residual stenosis in the left iliac leg.